Event description:
It was reported that during the cuff inflation test, before patient placement: slightly asymmetric cuff inflation.

Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4). No problems or issues were identified during the device history record review. One sample was received in used condition without original package. When the sample was inflated with air, the cuff only inflated one side. Asymmetric cuff was detected, the complaint was confirmed. The root cause was related to manufacturing. A corrective and preventative action has been opened to address the reported issue.